Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "constant upstream error" was reproduced as a false upstream occlusion alarm while running a simulated infusion. A review of the event history log identified upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed constant upstream error during an unspecified process step. There was no patient involvement. No additional information is available.